Event description:
The customer's mother called stated customer is having skin irritation and skin infection. Customer stated that the sensors are not lasting the full six days because they have to remove them and had red and almost infected spot on her stomach. Customer's blood glucose was 260 mg/dl. Customer states infections are recurrent. Customer wanted sensor replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.